Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis and device degeneration are potential risks associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the cause of the valve thrombosis and degeneration 5 years after implant cannot be confirmed. It is possible that it may have been associated to the progression of pre-existing disease processes and other patient risks factors (patient not compliant with anti-coagulation regimen). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 8 months post implantation of a 23mm sapien valve in the aortic position, the patient presented with re-stenosis and a valve-in-valve procedure was performed. Upon review of medical records (admissions, echo report, discharge), the patient presented with recurrent chest pain and shortness of breath in the setting of severe aortic stenosis of her previous tavr valve. 5 years and 7 months post tavr, the patient was admitted at a different facility due to cad with nstemi and underwent a pci with drug-eluting stent, off dual anti-platelet therapy at least 3 days with elevated troponins and no acute EKG changes. During the 3 weeks after the pci procedure the patient continued to present sob and had at least 4 admissions with similar symptoms, and was admitted for evaluation of thv. Cardiologist was consulted, and review of records from admissions after pci procedure noted the patient to have ¿history of recent thrombus in aortic valve¿. The patient was to start on coumadin, but did not start the medication. An echo (tee) taken during admission showed severe aortic stenosis with moderate regurgitation and could not rule out vegetation due to acoustic shadowing. Additional tee findings for the aortic valve: moderate diffuse thickening and calcification involving the right coronary and non-coronary cusp, consistent with fibrosis. Cusp separation was severely reduced and valve mobility was restricted. Transvalvular velocity is increased more than expected. The mean gradient measured 34mmhg, peak gradient 60mmhg with a valve area (vmax): 0.4cm2. The patient was transferred to complete testing for transcatheter aortic valve replacement (valve-in-valve). A non-edwards tavr valve was deployed in the stenotic tavr valve in excellent position. The patient was stable and transferred for post management care.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.